Event description:
It was reported that the user experienced intermittent loss of cgm readings on the ilet when paired with a dexcom g7 continuous glucose monitor (cgm), indicated by three dashes and a subsequent "sensor reconnecting" alert, consistent with an intermittent communication failure involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose was not affected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.